Manufacturer narrative:
Product was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Corrected data: b5: lens rotation and repositioning should be included. Claim #: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/1.0/153 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was user error.